Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/21/2017-product analysis: the device was returned and evaluated by product analysis on 06/23/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. No intermittent display issue was observed. No damage or defect was found to the display circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.